Manufacturer narrative:
Adverse event or product: updated: outcome attributed to adverse event - updated: device available for evaluation - additional information.: type of reportable event - updated. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information. Codes updated the axium coil was returned for evaluation and the clinical observation was confirmed regarding the pre-mature detachment and regarding coil loop in the parent vessel could not be able confirmed. As received, the device returned without the implant coil as it remains in the patient. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end. The implant coil was not returned; therefore, any contributing factor from the implant coil could not be assessed. We were unable to determine the cause of pre-mature detachment. It is likely that the delivery of the axium coil through severely tortuous anatomy may have led to the difficulty positioning the implant coil and to the subsequent implant coil detached prematurely. It is likely that the pre-mature detachment of the implant coil from the pushwire led to a portion of the implant coil remaining outside of the aneurysm as the implant coil required positioning with use of a guidewire. All coils are 100% inspected for damages and irregularities during manufacture. Warning: ¿due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Received additional information: patient information: patient age, gender, weight, desc.evt. Problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm was a small ruptured anterior communicating (acom) with the right a1 dominant and both a2s filling from the right side, this coil prematurely detached inside the microcatheter before attempt to detach. It was reported that at the time of detachment, the coil was already partially deployed in the aneurysm. It was reported that first loop of coil was in the aneurysm and prolapsed out of neck. The physician attempting to re-position the first loop of the coil and upon trying to retrieve the coil in the catheter, it detached. Most of the coil was still in the microcatheter. Used the guidewire to push the coil out into the aneurysm. Obtained a reasonable result and aneurysm was occluded and since the prolapsed loop was stable in the acom, there was no flow restriction of the a2s. Patient was commenced on aspirin and was discharged without deficits. No patient injury was reported.

Manufacturer narrative:
The axium coil was not returned for analysis as it remains in the patient. However, the pushwire is expected to return. Upon receipt of the device and completion of the evaluation, a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, this coil prematurely detached inside the microcatheter before attempt to detach. It was reported that at the time of detachment, the coil was already partially deployed in the aneurysm. After detachment, the coil was able to be pushed forward into the aneurysm successfully. The coil was implanted in the patient. No patient injury was reported.